Manufacturer narrative:
The reported events were unable to extend helix and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of helix would not extend was confirmed. Visual inspection found the helix to be retracted and clogged with dried blood and tissue. An x-ray inspection revealed an overtorqued inner coil consistent with procedural damage. After cleaning, the helix was able to extended and retracted successfully by applying torque directly at the connector pin. The measured full helix extension length was within required performance specifications. The cause of the reported event unable to extend helix was isolated to the helix being clogged with blood and tissue and an overtorqued inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right atrial (ra) lead became dislodged. The physician attempted to reposition the ra lead, however, the lead helix was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.